Event description:
The pacemaker involved in this report was implanted on (B)(6) 2012. Upon a follow-up on (B)(6) 2012, some episodes recorded in the implant memories were related to 8hz noise oversensing in the atrial channel, therefore leading to fallback mode switch (ddd>ddi mode). Reportedly, the interference was probably caused by the mv sensor and/or a polarization phenomenon on the atrial lead. Invasive lead measurement during re-intervention confirmed proper operation of the lead. Impedance was around 500 ohm. Pace/sense threshold were normal.

Manufacturer narrative:
On (B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.